Manufacturer narrative:
PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a flexible ureteroscope lithotripsy for pelvic stones, the user opened the package an ncircle tipless stone extractor and found the tip of basket wire was broken. A picture of the device was provided showing one of the basket wires had pulled free from the canula. A new device was used to complete the procedure. The issue with this device was discovered prior to making contact with the patient and it was not used. There was no impact to the patient.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: it was reported, during a flexible ureteroscope lithotripsy for pelvic stones, the user opened the package an ncircle tipless stone extractor and found the tip of basket wire was broken. A picture of the device was provided showing one of the basket wires had pulled free from the canula. A new device was used to complete the procedure. The issue with this device was discovered prior to making contact with the patient and it was not used. There was no impact to the patient. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One ncircle tipless stone extractor was returned for investigation with the handle and basket formation in the closed position. The male luer lock adapter was loose, and the collet knob was tight and secure. The polyethylene terephthalate tubing measures 3.0cm in length. A kink was noted in the basket sheath 45cm from the distal tip. One basket wire had pulled free from the cannula. A functional test determined the handle actuates the basket formation but does not open completely. A document-based investigation evaluation was also performed. No related nonconformances were recorded, and no other lot-related complaints have been received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which caution, ¿enclose the device in the sheath before removing from the tray/holder,¿ and, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ based on the available information, cook has concluded that a cause for the device damage could not be conclusively determined. The wire may have been inadvertently pulled free due to handling, but there was no information provided by the user related to handling of the device. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.